Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the communication is lost between the blood glucose monitor and the infusion device. On (B)(6) 2020 at 1:39 a.m., a standard insulin bolus of 0.4 i.u. Was given but it was not displayed in the blood glucose monitor. However, the infusion device log was not checked. The patient woke up in the morning with symptoms of stomach pain, nausea, and vomiting. The blood glucose level was "12-15 mmol/l." The parents of the patient contacted an ambulance around 9:00 a.m. And he was admitted into the hospital due to diabetic ketoacidosis. When the patient arrived at the hospital, it was found that the cannula of the infusion set had come up from the patient's skin and the insulin was not being delivered accurately. It is unclear which factors have affected the situation that has led to the hospitalization. The blood glucose results taken at the hospital were not provided. The type of treatment given to the patient was not provided. It is unknown how long the patient was in the hospital.